Event description:
As reported by the edwards field clinical specialist, during a transapical tavr procedure, the patient's blood pressure dropped after sheath insertion, prior to deployment of the 23mm sapien valve. The medical team was unable to raise the patient's blood pressure with medication, so the team decided to deploy the sapien valve. The sapien valve was implanted in a 60:40 aortic position. However, post valve deployment, the patient¿s left ventricle function did not return to baseline. Cardiopulmonary resuscitation was initiated and then the patient was placed on cardiopulmonary bypass (cpb). Following the procedure, the patient was slowly weaned off cpb and the patient's blood pressure came back up. The patient¿s ejection fraction (ef) was 40%. Balloon aortic valvuloplasty (bav) was not performed in this case.

Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to minimize the number and duration of rapid burst pacing episodes, and allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. The cause of the reported intraoperative hypotension in this case cannot be confirmed; however, the patient¿s ejection fraction (40%) in combination with significant underlying heart disease, anesthesia, procedural medications, and sheath insertion may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.